Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. Evaluation revealed that when the alarm was tested with new batteries the unit powers on. However, there is no sound when weight is removed from the sensor or when the sensor is detached from the unit. The nurse call function works as it should and there was no intermittency. Add'l tests performed revealed that the speaker was not functional. (B)(4).

Event description:
Customer reported the unit is not powering on. The batteries have been replaced with a new supply. Customer did not provide a date when the issue was discovered. No pt incident or injury reported.